Event description:
This is regarding the (B)(6) sars-cov-2 assay use for covid-19 under emergency use authorization (eua): due to travel plans, I did took the (B)(6) sars-cov-2 saliva based pcr test at 9:38am on (B)(6) 2021. I took a second nasopharyngeal pcr (as a backup) at a (B)(6) testing site at 10:56am on (B)(6) 2021. The (B)(6) pcr was positive. The (B)(6) pcr test was negative. At approx 8:00 am on (B)(6) 2021 I took two additional covid tests at (B)(6). Both the rapid and nasopharyngeal pcr tests were negative. Since I am fully vaccinated and completely asymptomatic, I believe the (B)(6) sars-cov-2 assay was false positive or possibly contaminated. I would like this matter investigated. Due to the false positive result, I was unable to travel and am required to be on isolation by the health department. I am also concerned this is part of my medical record. FDA safety report ID # (B)(4).